Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit oversensing of noise on the right ventricular (rv) channel for this non-dependent patient. The noise was not able to be reproduced. It was noted that the patient was asymptomatic so the rv sensitivity was reprogrammed. Approximately five months later the noise on the rv channel became more prominent and there was pacing inhibition, however no asystole since the patient was not pacemaker dependent. The noise was still unable to be reproduced. A revision procedure was performed where there were no visable signs of any issues with the pacemaker or rv lead. Subsequently the pacemaker was explanted and the rv lead was surgically abandoned. A new pacemaker system was implanted on the opposite side due to occlusion. No additional adverse patient effects were reported.